Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 10 minutes into treatment with a prismaflex set, the machine alarmed ¿tmpa excessive¿ and treatment could not be continued. The machine was turned off and restarted and the set was primed. During priming test, the machine alarmed "code 20" and this alarm was cleared. The machine again alarmed "code 6" and this could not be cleared. The technician observed a little fluid at the pressure sensor housing on the control unit and filter pod. Closer observation revealed a leakage at the filter pod. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, a picture of the impacted prismaflex was visually inspection and it revealed the membrane of the filter pod was unglued, creating an external leak. The reported condition was confirmed. The cause of the event was not determined. Should additional relevant information become available, a supplemental report will be submitted.